Manufacturer narrative:
The product was not returned for evaluation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod.   Chapter 3 / page 34.  Warnings:   check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.  Checking your blood glucose.   Chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 296 mg/dl while wearing the pod longer than 48 hours. Due to elevated bg levels and no visible mark at the insertion site (abdomen), patient did not believe the cannula had properly inserted in the site; the cannula was also found bent upon removal. As treatment, a new pod was applied after the event.

Manufacturer narrative:
The returned device was evaluated and no kinks were seen on the soft cannula. The needle mechanism and soft cannula assembly were investigated for any manufacturing deficiencies that would cause the cannula to improperly insert. No problems were found. The cause of the reported event could not be determined. Data downloaded from the device showed that an 0x18 alarm was generated, indicating the reservoir was empty. Inspection of the device confirmed the reservoir was empty.